Event description:
It was reported that the patient had a fracture of leads. Referral request and clinic notes were received indicating the patient is being referred for a full system replacement due to high lead impedance and battery depletion. The clinic notes also indicated the patient no longer thinks vns is working as she has had a seizure nightly for the last 3 days. The patient noted she had a mammogram recently and felt the machine press directly on vns. The high impedance was found during an office visit and was indicated that the patient was not referred for x-rays. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Implant and warranty card was received for the patient indicating they received a full replacement due to high impedance and prophylactic battery change. The facility the replacement took place is known to not return explanted devices.